Manufacturer narrative:
After three requests of the sample, we received the information on may 17, 2023 that no revision surgery was not required and carried out. The product is still implanted and does not show any problems. The complaint was reassessed based on the new information, and is no longer considered MDR reportable.

Event description:
After three requests of the sample, we received the information on may 17, 2023 that no revision surgery was carried out and required. The product is still implanted and does not show any problems.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 (part # fx441t) was implanted during a procedure performed on an unknown date. According to the complainant, it was believed that the valve was not functional. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. No patient available at the moment.